Event description:
It was reported that the patient presented to the hospital for a generator replacement procedure. Upon opening the device pocket, the patient experienced asystole due to loss of pacemaker output resulting from interaction with electrocautery. Intermittent pauses were noted after electrocautery stopped. During the procedure, the right atrial (ra) lead was showing an isoelectric line upon threshold testing. The ra lead was noted to exhibit loss of sensing and low pacing impedance in bipolar configuration and far field r waves (ffrw) oversensing in unipolar configuration. The physician confirmed the insulation cut on the ra lead visually. The pacemaker was explanted while the ra lead was capped and both were replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of pacing output anomalies due to electrocautery interaction was not confirmed. The device was received in backup mode, with normal telemetry communication and output. Analysis indicated the device was operating at elective-replacement level and was implanted beyond its projected longevity. The device was cut opened and connected to an external power source for further evaluation. Electrical and mechanical tests performed including output verification did not identify any functional issues. The device was implanted for more than 10 years which exceeds its projected longevity and is consistent with normal battery depletion.